Event description:
The customer stated she was hospitalized for low blood glucose levels. The customer stated she was connected to the infusion set, and accidentally primed extra insulin during the manual prime process.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.